Event description:
In 2008, the pt reported her insulin infusion device has been giving recurring occlusion alarms for the past month. During troubleshooting, the pt stated she spilled at least a half cartridge of insulin into the cartridge compartment of her device. The pt was instructed to look inside her cartridge compartment and she discovered there was oxidation around the piston rod of the device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.